Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/09/2016 with the following findings: during investigation, there were two battery compartment cracks at the threads above the bumper and one at the case seal below the bumper. The keypad cover was intact but all the buttons were unresponsive to user presses. The keypad cover was removed and there was no evidence of moisture contamination. Unrelated to the original complaint, there was evidence of moisture behind the display lens. A leak test failed due to a battery compartment leak. The pump was opened and there was evidence of moisture throughout the pump and on the keypad flex. Additionally, when the pump powered on, the display appeared dim and discolored. Some files were unable to be downloaded due to the inability to maintain connection during download.